Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel one day post implant. An invasive procedure was performed to assess the system. It was determined the noise was due to a loose connection. The connection was secured which resolved the noise. No additional adverse patient effects were reported.